Event description:
This report summarizes 9 malfunction events in which the device had a component detach. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 8 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 events were previously reported during the reporting period: however, 6 previously reported events in this report should have been included under MFR report # 3015967359-2024-02201. 9 previously reported events are included in this follow-up record. Product return status: 9 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 1 device was not available for evaluation. 14 device investigation types have not yet been determined. Additional information 15 devices were labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device had a component detach. - 15 events had no patient involvement; no patient impact.